Event description:
Procedure: wedge resection. Reportedly, the instrument locked on the tissue. The load was completely fired, and then the handle broke at the distal end of the instrument, where the cartridge loads into the gun. Surgeon cut the instrument away from the load, tried to retract the knife assembly, unsuccessful. Proceeded to open another gun and load, and had to resect medial to the existing load and resect both specimen and load. Pt status unk at this time.